Manufacturer narrative:
Little information is known about this failure. The patient underwent a revision surgery for an unknown reason. Implants were explanted and new implants were placed. The explanted implants are not known at this time and it is not known what the failure was. If more information is made available from the sales representative, a supplemental report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 for an unknown reason. The only information about the surgery was that all implants containing poly components were explanted and replaced. However, the part and lot numbers for these implants is not yet known. If more information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
The products explanted due to this failure were guardian components which are legally manufactured by microport orthopedics and they will conduct an investigation and submit an MDR report as necessary. This initial report was reported prior to knowing these components were guardian. This was determined on (B)(6) 2021.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. However, it was determined that the products that were revised were guardian components whose legal manufacturer is microport orthopedics. Microport will be advised of the revision.